Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 523 mg/dl and later it was 319 mg/dl and customer did not eat anything, checked it 2 hours later and it went up to 419 mg/dl and this time when customer went to prime it. Customer treated high blood glucose with insulin pump. And then blood glucose went down to 419 mg/dl and the current blood glucose was 164 mg/dl after breakfast and 125 mg/dl. Normally blood glucose went to 156 mg/dl but this time it went down to 142 mg/dl. They are unsure if the drive support cap is protruded, loose, sticking out or flush. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.